Event description:
Revision surgery performed to remove hardware on pts left side, l4/5, due to loose rod at l4 screw. Original surgery info is unk.

Manufacturer narrative:
The devices were not returned for analysis.